Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. Visual inspection revealed the sideport tubing was no longer attached to the hemostasis body. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
When priming the sheath following insertion into the patient. The sideport tubing detached. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.